Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided.

Event description:
Doctor reported a great implant fracture in the head at tooth site 46. Implant was placed in 2014 and the implant remains placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was not returned for investigation. However, visual inspection was performed via customer's picture. Additionally, the investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The customer did not provide any x-rays. Instead, the customer provided two (2) pictures. Visual evaluation of the customer's pictures identified the implant fractured at the collar region. Device history record (DHR) review was completed for the subject lot number (62485999). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62485999) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.